Event description:
It was reported that a peritoneal dialysis (pd) patient discovered patient line was separated from their catheter during their pd treatment. The patient stated that the connection was about halfway unscrewed and that the tube was loose from connection and that caused a fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to follow up with their peritoneal dialysis nurse (porn). Upon follow up, the patient stated they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that they were able to complete peritoneal dialysis treatment. The patient stated that the fluid leak occurred from the patient line. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).